Event description:
It was reported that the customer has experienced high blood glucose levels (approximately 300 mg/dl). Customer has switched from novolog to humalog insulin.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.